Manufacturer narrative:
(B)(4). The device remains implanted and is not available for evaluation. The device identifiers were not available. Hyphema, iop elevation, decreased vision, stent malpositioning and inflammation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
Cataract surgery with istent implantation was uneventful. On (B)(6) 2016 the patient presented with intraocular inflammation remaining/arising after the standard postoperative medication regimen was completed. Post-operative imaging revealed that the stent was malpositioned (stent¿s snorkel in contact with iris) resulting in elevated iop (30 mm hg) and blurry vision which was treated with medical intervention. The eye was not cultured. The inflammation was also treated with medical intervention. The patient presented on (B)(6) 2016 with another episode of elevated iop and blurry vision and resolved with medical intervention as well. At the time of initial postoperative iop elevation the patient was not on any medications (iop had been in low teens without medication for over one year after initial post-operative period). The iop increase resulted in corneal edema and transient decreased vision (now resolved). In the surgeon's opinion the primary reason for the iop rise was due to hyphema and malpositioned istent. Both episodes responded to medical management. The second episode required more medications that the first episode. The hyphema was treated with steroids and iop lowering drops. The patient was not taking any anti-coagulant medications pre-operatively or postoperatively. The patient¿s iop is stable on medications. Adverse event was reported to has resolved.